Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sensitivity of the external pulse generator (epg) was out of specification. This condition was found while bench testing the epg. The epg will be returned for repair and recalibration. No patient involvement indicated.